Event description:
General report received of an unspecified number of undocumented incidents of air in the syringes of monitoring kits. It was reported that during patient use, contrast media was drawn into the syringes and air was noted in the syringes prior to contrast media injections. The customer contact stated that "several small air bubbles" (approximately "0.5cc" of air) were noted in the syringes. The syringes were replaced and the cardiac catheterization procedures were resumed without any further sequelae. There were no reported delays of critical therapies. There were no reported adverse effects to the patients and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation.